Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the user facility and the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. The following dates are estimated. Only the month/year is known.

Event description:
Allegedly revised due to broken implant